Event description:
The patient stated that his infusion device was beeping and "77" and "3.00" were displayed on the screen. He stated he was not sure how long the power pack had been in use, but it was probably longer than 2 weeks. He stated that he was aware of the recall and knows he should change the power pack every 2 weeks. The patient stated that he was at work and he would insert a new power pack when he returned home. Attempts to follow up with the patient were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.